Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the failure of a m1663a ECG trunk cable during a weekly operational check. No patient incident/injury was reported.